Event description:
It was reported an issue with monomax suture. The client reported that threads broke during surgery. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) open samples and (B)(4)closed samples. We have checked the thread of the three open samples received and the thread is melted/damaged. Tightness test to the closed samples received has been performed and the units are tight. We have checked all closed samples received and the thread is not damaged or melted in any of the (B)(4) closed samples received. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 7.06 kgf in average and 6.47 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum) these values are the usual ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. The three damaged units have been probably submitted to high temperature and threads have melt. After an internal investigation, it has not been possible to determine the root cause. We have tried to reproduce the defect in the different steps of the manufacturing process, but we have not found any sample with melted thread. Considering that there are no previous complaints of this code-batch, and the same issue has not been found in any of the closed samples received from customer, we consider that are isolated units. Final conclusion: although the results of the samples received for the thread breakage defect fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, taking into account that the open samples received do not fulfil the b. Braun surgical specifications due to the melted thread, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.